Event description:
It was reported that during an elective procedure to explant the patient's drg system, one of the leads frayed and part of it was left implanted. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead frayed.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, 60cm length, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7221395.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.